Event description:
A caller reported experiencing a cgm error designated as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete instructions for a pump reset, and after following the guidance, the caller successfully started their sensor session without further issues.